Event description:
As per information received from FDA and follow up with dr (B)(6) office: - on (B)(6) 2013, the female patient , with history of htn, cholecystectomy, recurrent hernia x1, asthma, diverticulitis, hyperlipidemia, gerd, and inguinal hernia, underwent a ventral hernia repair and inguinal hernia repair. Both repairs included the use of lifecell device. The mesh device was placed retrorectus and pre-peritoneal with 2 pieces of mesh sewn together. The fascia was completely closed. This was a clean contaminated wound class case. - on (B)(6) 2014, during postoperative recovery, the patient was seen in the clinic for purulent wound drainage and reported fevers. She was treated and returned home. At a later date the patient was admitted to the hospital with symptoms of fever (101.6f), nausea, dry-heaving, poor intake of food and beverages, and constipation. Cultures from the abdominal wound grew (B)(6) and pseudomonas. She also had a uti postoperatively. The device was not explanted. The patient's gi symptoms persisted for 5 days. She has baseline constipation issues secondary to her weight. The infection was diagnosed as a deep ssi where the device was in the vicinity of the infection, thus it is possibly related to device according to the surgeon. A postoperative CT scan showed no anastomotic leak.

Manufacturer narrative:
Internal investigation included, as follows: - review of the information reported. - review of the device history records, with no remarkable findings; there were no processing deviations; lot underwent terminal sterilization ( march, 2013); (B)(4) dose audit for sterilization process was acceptable to support production in (B)(4). - review of the distribution and implantation history records for lots s11244 and s11246 revealed that (B)(4) grafts were distributed, including (B)(4) grafts that were reported as implanted. - query of lifecell complaint system did not return any other clinical complaints reported to lifecell agains any of these lots. Conclusion: based on information reported and internal investigation into complaint related lots, with no other complaints reported against the grafts distributed/implanted from both lots, the event, ssi, is unlikely related to device(s). Lifecell reports this event to FDA due to physician's statement, " ssi is possibly related to device, since the patient was diagnosed as a deep ssi were ithe device was in vicinity of the infection". Internal investigation confirmed that both lots did meet qc release criteria. Device not explanted.